Event description:
A 69 year-old patient underwent an index endovascular aortic repair (evar) on 21may2014, in which a cook main body graft and iliac leg grafts were implanted. Ballooning was performed throughout the iliac leg grafts. At the age of 77, during a follow up computed tomography (CT) scan, type 1b distal endoleaks were discovered on bilateral iliac leg grafts. A follow up intervention will be required, most likely by coiling the right iliac leg graft and extending the graft into the right internal iliac with an additional cook iliac leg graft. However, details of the re-intervention have not been provided. The focus of this report is the type 1b endoleak that occurred on the cook iliac leg graft that was placed on the right. A separate report has been submitted for the left iliac leg graft (mfg. Report reference #: 1820334-2022-01340). Additional information regarding patient and event details has been requested, but is currently unavailable.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown or unavailable. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Additional information was provided on (B)(6) 2022. The patient underwent a re-intervention procedure on (B)(6) 2022. The manufacturer's sales representative was not present for the procedure. The left common iliac artery was treated with a cook zenith flex with spiral-z technology aaa endovascular graft iliac leg (rpn: (B)(6), lot 14554571). The right internal iliac artery was coiled. A cook zenith flex with spiral-z technology aaa endovascular graft iliac leg (rpn: zsle-11-107-zt, lot 14789185) was used to extend past the right internal iliac artery. The outcome of the surgery was reported to be "good and they were able to treat it."

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unchanged, or unavailable. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Hold. No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unavailable, or unchanged. Investigation ¿ evaluation. The (B)(6) informed cook medical on 01aug2022 involving an incident with a zenith flex with spiral-z aaa endovascular graft iliac leg rpn: zsle-20-39-zt (product lot unknown). A 69-year-old patient underwent an index endovascular aortic repair (evar) on (B)(6) 2014, in which the following devices were implanted tffb-30-111, zsle-16-56-zt, and zsle-20-39-zt, a main body graft and iliac leg grafts. Ballooning was performed throughout the iliac leg grafts. At the age of 77, during a follow up computed tomography (CT) scan, type 1b distal endoleaks were discovered on bilateral iliac leg grafts. It is unknown if the patient had any pre-existing conditions or comorbidities prior to the initial procedure. The physician performed an additional procedure on (B)(6) 2022 using a cook zenith flex with spiral-z technology aaa endovascular graft iliac leg (rpn: zsle-16-74-zt, lot 14554571) for the left common iliac artery and a cook zenith flex with spiral-z technology aaa endovascular graft iliac leg (rpn: zsle-11-107-zt, lot 14789185) to extend past the right internal iliac artery. It was reported the outcome of the procedure was good. The focus of this investigation is the type 1b endoleak that occurred on the cook iliac leg graft (zsle-20-39-zt) that was placed on the right. A separate report captures the left iliac leg graft, with MDR# 1820334-2022-01340. Reviews of the documentation including the complaint history, drawing, quality control procedures, specifications, manufacturing instructions (mi), and instructions for use (IFU) of the device, were conducted during the investigation. The complaint device was not returned; therefore, no physical examinations could be performed. However, medical imaging was provided by the customer for expert review. Per image reviewer, an infrarenal aaa was previously repaired using a zenith flex (30 x 111 mm) main body graft, an ipsilateral zsle (20 x 39 mm) iliac leg on the right, and a contralateral zsle (16 x 56 mm) iliac leg on the left. At 8 years postop, there are bilateral type 1b endoleaks around the distal right and left zsle iliac legs due to aneurysmal dilation of bilateral common iliac arteries. The right cia is dilated to 26 x 28 mm at the distal right zsle leg with no graft wall apposition. The mid left cia is dilated to 23 x 26 mm where the left zsle leg lands, resulting in lack of graft wall apposition. This is likely due to aneurysmal disease progression in bilateral common iliac arteries resulting in loss of graft seal. However, because preop or early postop imaging is not provided, it cannot be determined if there was adequate anatomy and adequate distal seal at the time of initial repair. Additionally, a document-based investigation evaluation was performed. A review of the device master record (dmr) concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. The customer did not provide the lot number for the complaint devices. Cook reviewed the sales history for this customer and was unable to identify the complaint lot. The device history record could not be reviewed. Cook also reviewed product labeling. The device was packaged with IFU t_zaaasz_rev4. The IFU includes the following, warnings, precautions, and instructions for proper placement of the device. 4 warnings and precautions 4.1 general ¿ additional endovascular interventions or conversion to standard open surgical repair following initial endovascular repair should be considered for patients experiencing enlarging aneurysms, unacceptable decrease in fixation length (vessel and component overlap) and/or endoleak. An increase in aneurysm size and/or persistent endoleak or migration may lead to aneurysm rupture. ¿ patients experiencing reduced blood flow through the graft limb and/or leaks may be required to undergo secondary interventions or surgical procedures. 4.2 patient selection, treatment and follow-up ¿ multiple large, patent lumbar arteries, mural thrombus and a patent inferior mesenteric artery may all predispose a patient to type ii endoleaks. Patients with uncorrectable coagulopathy may also have an increased risk of type ii endoleak or bleeding complications. ¿ successful patient selection requires specific imaging and accurate measurements; please see section 4.3, pre-procedure measurement techniques, and imaging. 4.3 pre-procedure measurement techniques and imaging lengths ¿ all patients should be advised that endovascular treatment requires life-long, regular follow-up to assess their health and the performance of their endovascular graft. Patients with specific clinical findings (e.g., endoleaks, enlarging aneurysm or changes in the structure or position of the endovascular graft) should receive enhanced follow-up. Specific follow-up guidelines are described in section 12, imaging guidelines and postoperative follow-up. ¿ after endovascular graft placement, patients should be regularly monitored for perigraft flow, aneurysm growth or changes in the structure or position of the endovascular graft. At a minimum, annual imaging is required, including: 1) abdominal radiographs to examine device integrity (separation between components or stent fracture) and 2) contrast and non-contrast CT to examine aneurysm changes, perigraft flow, patency, tortuosity, and progressive disease. If renal complications or other factors preclude the use of image contrast media, abdominal radiographs and duplex ultrasound may provide similar information. 4.4 device selection ¿ strict adherence to the zenith spiral-z aaa iliac leg IFU sizing guide is strongly recommended when selecting the appropriate device size (table 10.5.1). Appropriate device oversizing has been incorporated into the IFU sizing guide. Sizing outside of this range can result in endoleak, fracture, migration, device infolding or compression. 4.5 implant procedure ¿ inaccurate placement and/or incomplete sealing of the zenith spiral-z aaa iliac leg within the vessel may result in increased risk of endoleak, migration or inadvertent occlusion of the internal iliac arteries. ¿ avoid damaging the graft or disturbing graft positioning after placement in the event re-instrumentation (secondary intervention) of the graft is necessary. 4.6 molding balloon use ¿ do not inflate the balloon in the vessel outside of the graft, as doing so may cause damage to the vessel. Use the balloon in accordance with its labeling. ¿ use care in inflating the balloon within the graft in the presence of calcification, as excessive inflation may cause damage to the vessel. ¿ confirm complete deflation of the balloon prior to repositioning. 5 adverse events ¿ aneurysm enlargement ¿ aneurysm rupture and death ¿ claudiction (e.g., buttock, lower limb) ¿ endoleak 7 patient selection and treatment 7.1 individualization of treatment ¿ co-morbidities (e.g., cardiac, pulmonary, or renal insufficiency prior to surgery, morbid obesity) ¿ patient¿s anatomical suitability for endovascular repair ¿ patient¿s ability to tolerate general, regional, or local anesthesia ¿ iliofemoral access vessel size and morphology (minimal thrombus, calcification and/or tortuosity) should be compatible with vascular access techniques and accessories of the delivery profile of a 14 french to 16 french vascular introducer sheath 8 patient counseling information ¿ all patients should be advised that endovascular treatment requires life-long, regular follow-up to assess their health and the performance of their endovascular graft. Patients with specific clinical findings (e.g., endoleaks, enlarging aneurysms or changes in the structure or position of the endovascular graft) should receive enhanced follow-up. Specific follow-up guidelines are described in section 12, imaging guidelines and postoperative follow-up. ¿ patients should be counseled on the importance of adhering to the follow-up schedule, both during the first year and at yearly intervals thereafter. Patients should be told that regular and consistent follow-up is a critical part of ensuring the ongoing safety and effectiveness of endovascular treatment of aaas. At a minimum, annual imaging and adherence to routine postoperative follow-up requirements is required and should be considered a life-long commitment to the patient¿s health and well-being. ¿ physicians must advise all patients that it is important to seek prompt medical attention if they experience signs of limb occlusion, aneurysm enlargement or rupture. Signs of graft limb occlusion include pain in the hip(s) or leg(s) during walking or at rest or discoloration or coolness of the leg. Aneurysm rupture may be asymptomatic, but usually presents as: pain; numbness; weakness in the legs; any back, chest, abdominal or groin pain; dizziness; fainting; rapid heartbeat or sudden weakness. Physicians should refer patients to the patient guide regarding risks occurring during or after implantation of the device. Procedure-related risks include cardiac, pulmonary, neurologic, bowel and bleeding complications. Device-related risks include occlusion, endoleak, aneurysm enlargement, fracture, potential for reintervention and open surgical conversion, rupture, and death (see section 5.1, observed adverse events and section 5.2, potential adverse events). The physician should complete the patient i.d. Card and give it to the patient so that he/she can carry it with him/her at all times. The patient should refer to the card anytime he/she visits additional health practitioners, particularly for any additional diagnostic procedures (e.g., MRI). 12 imaging guidelines and postoperative follow-up 12.1 general ¿ all patients should be advised that endovascular treatment requires lifelong, regular follow-up to assess their health and the performance of their endovascular graft. Patients with specific clinical findings (e.g., endoleaks, enlarging aneurysms or changes in the structure or position of the endovascular graft) should receive additional follow-up. ¿ patients should be counseled on the importance of adhering to the follow-up schedule, both during the first year and at yearly intervals thereafter. Patients should be told that regular and consistent follow up is a critical art of ensuring the ongoing safety and effectiveness of the endovascular treatment of aaas. ¿ physicians should evaluate patients on an individual basis and prescribe follow-up relative to the needs and circumstances of each individual patient. The minimum requirement for patient follow-up (described in the instructions for use for the zenith aaa device that was used) should be maintained even in the absence of clinical symptoms (e.g., pain, numbness, weakness). Patients with specific clinical findings (e.g., endoleaks, enlarging aneurysms or changes in the structure or position of the stent graft) should receive follow-up at more frequent intervals. ¿ the combination of contrast and non-contrast CT imaging provides information on aneurysm diameter change, endoleak, patency, tortuosity, progressive disease, fixation length and other morphological changes. ¿ duplex ultrasound imaging may provide information on aneurysm diameter change, endoleak, patency, tortuosity, and progressive disease. In this circumstance, a non-contrast CT should be performed to sue in conjunction with the ultrasound. Ultrasound may be less reliable and sensitive diagnostic method compared to CT. 12.2 additional surveillance and treatment ¿ aneurysms with type I endoleak ¿ aneurysms with type iii endoleak ¿ aneurysm enlargement >5 mm of maximum diameter (regardless of endoleak status) after review of the IFU, cook has concluded the device labeling contains appropriate warnings, precautions and instructions to the user related to the reported failure. Evidence provided by the complaint facility, device failure analysis, complaint history, manufacturing documents, and verification testing, suggests that the device was manufactured to specification. There is no evidence of nonconforming devices from the complaint lot in house or in the field. Based on the information provided, expert review of imaging and the results of our investigation, a definitive cause for the reported failure could not be established. And while the cause in this case is not known, it is possible that disease progression/patient anatomy may have contributed to this incident. The image reviewer noted the right cia is dilated to 26 x 28 mm at the distal right zsle leg with no graft wall apposition. This is likely due to aneurysmal disease progression in bilateral common iliac arteries resulting in loss of graft seal. However, because preop or early postop imaging is not provided, it cannot be determined if there was adequate anatomy and adequate distal seal at the time of initial repair. The appropriate personnel have been notified. Cook will continue to monitor for similar complaints. Per the risk assessment no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.